Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported they experienced no communication with recharger or patient programmer (pp). It was mentioned patient indicated no recharging since (B)(6) 2018 and noted recharger stats indicated 01-01-00 for all past recharging events (rr-t). It was documented rep would recover ins at another appointment due to recharger had broken connector., it was reported connector issue on desktop charger. A replacement desktop charger (dtc) would be sent, loose connector with dtc. Additional information later date from rep indicated connector was loose and indicated it felt like it would come out of recharger. They still able to recharger but very loose and moved around. A replacement recharger would be sent, loose connector with recharger. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient indicated the replacement of the desktop charger and recharger did not resolve the not being able to charge since 2018. This had not turned on since (B)(6) 2018, patient had trouble getting a hard one. No further complication and no symptoms were reported.